Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was oversensing noted on the atrial tachy response (atr) events. Technical services (ts) reviewed and recommend a full in-clinic assessment of lead integrity and to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was oversensing noted on the atrial tachy response (atr) events. Technical services (ts) reviewed and recommend a full in-clinic assessment of lead integrity and to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.